Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame 54,704 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6361 spectrum ii suture hook, 45° left was being used on 05dec24 during an unknown procedure when it was reported ¿broke during a case this week. The hook broke off inside of the patient. It looks like the hook was sterilized 4 times. No injury. They were able to remove from patient.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the c6361 spectrum ii suture hook, 45° left was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿broke during a case this week. The hook broke off inside of the patient. It looks like the hook was sterilized 4 times. No injury. They were able to remove from patient.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.